Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The device was inserted transabdominally following 2000ml blood loss post-caesarean delivery of twins. The leak was noted when the device was inflated to 200ml. The user cut off the shaft of the catheter and removed the device transvaginally. A new device was used to achieve hemostasis. 2400ml total blood loss was reported. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The product was returned heavily soiled inside open outer package. The user had cut the balloon portion off from the catheter and returned the device in two segments. Possible cuts and holes in the balloon material were noted, but a function test could not be performed on the balloon. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: contraindications: ¿untreated uterine anomaly¿, ¿a surgical site that would prohibit the device from effectively controlling bleeding¿. Precautions: ¿avoid excessive force when inserting the balloon into the uterus.¿ instructions for use: ¿important: prior to transvaginal or transabdominal placement of the device, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial.¿ how supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ a clinical assessment of the event was completed and concluded: the most probable cause of this event is related to patient factors/anatomy and/or user/procedural issues. The estimated blood loss [ebl] prior to and after device placement was not reported, only a total ebl of ~2000-2400ml a class 3 or 4 hemorrhage, which could be indicative of arterial bleeding, the need for a hysterectomy, disseminated intravascular coagulation [dic], and/or a surgical site that would prohibit the device from effectively controlling bleeding; all of which are contraindicated with this device. Although it is likely that the patient¿s condition and/or user/procedural issues contributed to this event, manufacturing issues and/or device failure may be considered during the investigation. The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The device was inserted transabdominally following 2000ml blood loss post-caesarean delivery of twins. The leak was noted when the device was inflated to 200ml. The user cut off the shaft of the catheter and removed the device transvaginally. A new device was used to achieve hemostasis. 2400ml total blood loss was reported.